Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that driver stopped when being used on the patient but worked when away from the patient. The back-up driver failed the same way. Intravenous access was obtained.